Event description:
It was reported that two cannulated screwdriver tips broke during insertion of 2.5 mm headless short-thread screws. All debris was removed, the patient experienced no consequences or impact, and the procedure was not delayed. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign - event occurred in australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.